Event description:
While attempting to place a second stent in the first diagonal branch, a stent was advanced over the wire and tried to be positioned at the site of the first diagonal lesion unsuccessfully. While trying to retrieve the stent, marked difficulty was noted in trying to pull the stent into the guide catheter. Upon inspection of the balloon/stent device, it was noted that the stent was not wrapped around the balloon. Multiple fluoroscopic views were taken, the stent was seen lodged in the left main coronary. While trying to remove the stent, the patient's bp declined and an iabp was placed. The stent was finally removed and no signs of trauma to the left main coronary. Iabp removed and patient sent to ccu on neosynephrine drip. D3: dates of use: 2008. Diagnosis or reason for use: r/o mi.